Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to incontinence. It was noted that there was urethral cuff erosion. A new aus was implanted with no additional patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to incontinence. It was noted that there was urethral cuff erosion. A new aus was implanted with no additional patient complications.